Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant attempt the right atrial (ra) lead was introduced through a hemostatic sheath with a guidewire. Resistance was felt and the helix bent. The lead was removed and another lead was placed successfully without a guidewire. No patient complications have been reported as a result of this event. The patient was part of the surefix 5072 clinical study.